Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial # unknown, product type: lead; product ID: neu_unknown_lead, serial # unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller reported a revision indicating that the patient¿s wire broke twice. The wires broke and then the second wires broke again. The caller indicated that the wires breaking was not the manufacturer¿s fault and also that the patient does not have a healthcare professional (hcp) that will manage the device in their area. The patient has a device for deep brain stimulation with the wires in their neck. The caller stated that the patient is only 1 of 10-12 patient¿s with this type of device and the device is for off label use. The caller added that there was an 80% death rate when the patient had their device implanted for deep brain stimulation. It was unknown when the wires broke each time. Patient services offered hcp listings but the caller declined. No further complications were reported/are anticipated.